Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The patient presented with st-elevation myocardial infarction and underwent percutaneous coronary intervention. The target lesion was located in the moderate to severely calcified vessel. A 4.50 x 32mm synergy megatron drug-eluting stent was advanced for treatment. However, during the inflation for stent expansion at sub nominal pressure, the stent balloon burst. The device was removed and there were no device fragments left inside the patient's body. The stent was re-prepped, and the ruptured stent balloon was noted. The procedure was completed with an alternate stent of similar diameter and length. There were no patient complications and the patient fully recovered.